Event description:
The complainant reported that after insertion on impella rp flex post tricuspid ring, the placement signal and motor current became unreliable and would not read. Motor current showing appropriate waveform, placement checked several times under x-ray, and echocardiography images show impella is in good position. The pump was eventually weaned and explanted, and no patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The clinical details state that there was a mitral valve and tricuspid ring procedure right before implant. Right after insertion it was noted that the placement signal and motor current became unreliable and would not accurately read. Position was noted to be good. The data logs show alarm #1052 epm sensor failure and #1051 dp signal out of range. The logs also show placement signal trending upwards before going out of range to 3000mmhg. The cvp also goes out of range and flow calculation was disabled. There were continuous suction alarms and motor current spikes the product was returned and the pump passed laser continuity test and the 5s parameters were within specification, indicating the optical sensor was appropriately functioning. Psnr did not produce when connected to the console. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.